Manufacturer narrative:
The device met specifications for optical signal properties and electrical testing. Contact force was displayed when connected to the tactisys unit, with no error messages noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cardiac perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During the procedure, a pericardial effusion occurred. When the catheter was connected to the tactisys, an error message of no optical connection displayed. The tactisys was restarted, the connections were verified, and the catheter was replaced with no resolution. The procedure was continued without contact force information and following a ablation a pericardial effusion was noted. The patient is in stable condition.